Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2007 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted due to urinary incontinence and rectocele. (B)(6).

Manufacturer narrative:
It has been reported that following insertion the patient experienced vaginal discharges. (B)(4).

Event description:
Details: it has been reported that following insertion the patient experienced vaginal discharges.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-07780 and 2210968-2012-07782 the same patient is represented in each medwatch.